Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that approximately 1 hour after the patient's system controller was updated with the new 7.19 software, he began receiving pump off, low flow and low speed alarms. The system controller was changed out and the issues were resolved.

Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.